Event description:
It was reported 8100 module failed patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement

Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed. There is not enough information in the file to determine if a CAPA should be referenced. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported 8100 module failed patient side occlusion test. There was no patient involvement.